Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer corrected with the pump. The customer stated that she went into diabetic ketoacidosis and was hospitalized while not on the pump. The customer had symptoms such as feeling fatigue, sluggish and craving sweets. The customer stated that the location of the air bubbles is in the tubing. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer stated that she put cold insulin in the reservoir which could be the cause of air bubbles in the tubing. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.